Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due to unknown reasons. A 20cmx14cm ambicor penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis pump malfunctioned. The pump was not fully inflate. Two months later, the system was replaced with a 20cmx14cm ambicor penile prosthesis. The patient was healthy and normal following replacement. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.